Manufacturer narrative:
The complaint device was received and evaluated. Visual observation reveals the proknot suture was damaged. Thus, confirming this complaint. The proknot suture was unthreading from the core and splitting through the middle. The suture card was inspected for any anomalies and none were found. Possible root cause for this failure is excessive tension was applied on the suture causing thus causing a split to occur and unthreading of the material. This failure could be attributed to user technique. The DHR review indicated that this batch of devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review into the depuy mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email that the thread was pulled out from the anchor when inserting the product into the glenoid (shoulder blades) and then passing the suture through the tissue (articular lips) during arthroscopic bankart repair surgery on (B)(6) 2017. The surgery was completed by using the alternative device (same article number, different lot number) via creating new bone hole. Total 3 devices were used for the surgery and it was found that only second device was failed. It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient. The backup device was used to complete the case.